Event description:
It was reported that the device suddenly showed elective replacement indicator (eri). With the programmed parameters, which were close to nominal, and considering that the patient did not have a lot of atrial fibrillation (af), the physician expected the device should be working at least three more years. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.